Event description:
As reported by a field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure, the 26mm sapien 3 ultra valve crossed the native aortic valve without incident and was positioned with the center marker at the nadir of the non-coronary cusp. The operator was implanting the valve with an additional 1cc added to the commander delivery system nominal volume for deployment. The valve was able to be deployed in a normal fashion; however, the balloon ruptured at count 3 of 5 seconds hold. The team pulled the delivery system back and checked for full expansion via transthoracic echocardiogram and angiogram. It was determined that the valve was fully deployed, therefore, they pulled the delivery system into the sheath and all the way out of the patient without incident. After the procedure the patient was stable and there was no pericardial effusion noted. The perceived root cause of the event is jagged calcified sinotubular junction.

Manufacturer narrative:
Investigation is ongoing.